Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg has migrated resulting in discomfort to the patient. The patient still has effective therapy. However, the patient will undergo surgical intervention to address the issue.

Event description:
Further follow-up indicates the patient had their ipg replaced and implanted into a new location on (B)(6) 2018. Therapy was restored.